Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited code 1006 which is indicative of a detected external voltage on the leads during high voltage capacitor charging. Oversensing of noise and the delivery of inappropriate anti-tachycardia pacing and one shock was also noted. This all occurred while the patient was in surgery with electrocautery. The ICD remains in service and there were no adverse patient effects reported.

Event description:
Additional information provided from the field indicated the hospital was unable to confirm whether a magnet was being used during the surgical procedure with electrocautery. No changes were made and the ICD remains in service. Again, no adverse patient effects were reported.